Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was not aware that bayer strips were required for system and she could not calibrate, as a result, customer was hospitalized. Customer was released from hospital. Customer was awaiting doctor's appointment for education of insulin pump. Customer could not be reached for further details of hospitalization. No further information provided.